Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A primary tubing set was returned unexpectedly with a noted that stating "no roller clamp". Although requested, additional information was not provided.

Event description:
It was reported that the sets were missing a roller clamp. The tubing was not connected to the patient. The issue was discovered at the infusion center. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on initial report: b.4, b.5, e.1, g.4 (02/21/2020) & h.6 additional information provided: b.3 please note that the customer had initially reached out to bd account executive through email on 21apr2020 reporting the product malfunction. However, bd customer advocacy was not notified of this until the products arrived on 26mar2020 and MDR was promptly submitted with the information made available to customer advocacy at that time. The customer then forwarded the 21apr2020 email correspondence to customer advocacy on 24apr2020.

Manufacturer narrative:
Correction: disregard file (upon clinical review, this file is not a reportable malfunction).

Event description:
It was reported that the sets were missing a roller clamp. The tubing was not connected to the patient. The issue was discovered at the infusion center. Although requested, additional information was not provided.